Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's primary system controller showed a driveline power fault with a continuous tone. The patient was currently in austria. The patient visited a nearby ventricular assist device (vad) center (B)(6). The malfunctioned controller was exchanged. Their new primary controller was (B)(6). The patient would've reached top india in three days. They were asked to send the malfunctioned controller for evaluation and to get a new controller as a backup.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via the submitted photos. Submitted photos revealed an active driveline power fault alarm on the system controller. The system controller (B)(6) was not returned for testing. Log files were not submitted for review. A root cause for the reported event could not be conclusively determined though this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The controller exchange resolved the issue.